Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated the cgm was reading 125mg/dl but felt that their sugar was getting low. The bg meter was reading 75mg/dl and the patient took some sugar to increase their blood glucose. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. The sensor was inserted into the arm on (B)(6) 2018. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).